Event description:
It was reported that patient presented to the emergency room (ER) and may be in withdrawal. The patient was experiencing yawning and confusion. The reporter was told that the pump may be empty, but was unsure how that was determined. The patient was not responsive, so further information was unavailable. It was unknown what drug was in the pump, but based on medical history, the drug was thought to be morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).